Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 6.4 and 5.3 inr. The corresponding reported lab result was 4.2 and 3.9 inr.